Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test and self test. Hardware low level failure confirmed in pump history with variable due to broken trace at keypad assembly. Volume did change when adjusted. Audio, vibrate anomaly, absence of alarm not confirmed. The pump was connected to a test transmitter, sensor and monitored without any connection interruptions. The pump and test sensor calibrated successfully.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer did not receive a sensor updating value not available alert. Customer did receive a calibration not accepted alert. Customer did receive a change sensor alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.